Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and cholelithiasis ('gallbladder stones') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cholelithiasis (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), endometriosis ("other" please describe: endometriosis"), dyspepsia ("bad indigestion") and jaundice ("jaundice"). The patient was treated with surgery (hyseroctomy(full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cholelithiasis, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, psychological trauma, endometriosis, dyspepsia and jaundice outcome was unknown. The reporter considered abdominal pain, cholelithiasis, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, jaundice, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: newly added events- indigestion, gallbladder stones,jaundice, reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), endometritis ('chronic endometritis') and cholelithiasis ('gallbladder stones') in an adult female patient who had essure (batch no. A33570) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". The patient's medical history included stroke and migraine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), cholelithiasis (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), jaundice ("jaundice"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), endometriosis ("other" please describe: endometriosis") and dyspepsia ("bad indigestion"). The patient was treated with surgery (hyseroctomy(full),salpingectomy(bilateral) and vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, endometritis, cholelithiasis, dysmenorrhoea, dyspareunia, abdominal pain, jaundice, heavy menstrual bleeding, psychological trauma, endometriosis and dyspepsia outcome was unknown. The reporter considered abdominal pain, cholelithiasis, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, endometritis, heavy menstrual bleeding, jaundice, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding) lot number: a33570 manufacture date: 2012-07 expiration date: 2015-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-apr-2021: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and endometriosis ("other" please describe: endometriosis"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, psychological trauma and endometriosis outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received events "dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, endometriosis, the plaintiff did not undergo this test" were added. Reporter information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), endometritis ('chronic endometritis') and cholelithiasis ('gallbladder stones') in an adult female patient who had essure (batch no. A33570) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". The patient's medical history included stroke and migraine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), cholelithiasis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), endometriosis ("other" please describe: endometriosis"), dyspepsia ("bad indigestion") and jaundice ("jaundice"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral) and vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, endometritis, cholelithiasis, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, psychological trauma, endometriosis, dyspepsia and jaundice outcome was unknown. The reporter considered abdominal pain, cholelithiasis, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, endometritis, jaundice, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding). Most recent follow-up information incorporated above includes: on 23-apr-2021: mr received : event "chronic endometritis", reporter, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.